Event description:
It was reported that prior to use, the device was interrogated which indicated that the battery longevity was unable to be calculated due to cold temperature. It was noted that the device had been stored in room temperature. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).